Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea from exertion. It was further reported that the leadless implantable pulse generator (ipg) exhibited small amplitude, high threshold and possible sensing issue. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.